Manufacturer narrative:
Two batteries- (B)(4) -were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This is one of two reports (3007042319-2015-04225 and 3007042319-2015-04226) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-04225 and 3007042319-2015-04226) submitted for devices related to the same event.

Event description:
It was reported that this patient recognized that the controller changed from one power port to the other one before the batteries were down to 25%. Log files were sent. The batteries were replaced with no reported effect on the patient. Investigation is ongoing.